Event description:
A customer contacted baxter's technical service center regarding a high drain 105 alarm, on the home choice (hc) unit. The problem was noted during use with the patient not connected, in set-up. The home patient (hp) stated she was not on the machine although she had experienced overfill in the past. The technical service representative (tsr) obtained the previous night's therapy: initial drain alarm 1974ml, last fill volume 999ml, total fill volume 9104ml, total drain 11728ml, average drain 1:19, average drain 0:18, total ultra filtration 2623ml. The tsr swapped the machine. The hp was to notify their registered nurse (rn). The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) with the caller, until the new hc arrives. There was patient involvement, however, there was no patient injury or medical intervention, associated with this event. Baxter followed up with the hp. She advised that the night of the (B)(6), she had used two bags of 4.25% strength solution versus her usual 1-2.5% and 1-4.25%. She advised that she is doing alright, however, she sometimes has too much liquid and has to do a manual drain as per her rn. She advised that she has been waiting for the nurse to come to her home to follow-up about high drain issue, and her feeling full. She had her unit swapped from this complaint. Baxter contacted the hp's peritoneal, dialysis unit and spoke to the head rn. The head rn could not confirm any information.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The reported condition of high drain 105 alarm (increased intra peritoneal volume(iipv)) was confirmed via review of the therapy and event log, but not duplicated. The cause was determined to be a use error; tidal uf (ultrafiltration) removal was set too low due to use of higher dextrose solution than usual. In the follow up customer contact, the customer explained that on nights when they use a higher concentration solution than usual, they felt overfull. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. This issue is being investigated through a CAPA.